Event description:
Same case as MDR ID 2134265-2014-06681. It was reported that stent thrombosis and myocardial infarction occurred. In (B)(6) 2014, percutaneous coronary intervention (pci) was performed. The 90% stenosed, de novo, 64mm in length and 2.75-3.0mm target lesion was located in the proximal right coronary artery (rca) to distal rca. Predilation of the lesion was not performed. A 32mm x 2.50mm promus premier¿ stent was implanted at the proximal rca and a 32mm x 2.25mm promus premier¿ stent was deployed at the distal rca. Post dilation was done and it was confirmed via intravascular ultrasound (ivus) that residual stenosis was 0%. The patient was then discharged from the facility. In (B)(6) 2014, the patient developed st elevation myocardial infarction (stemi). Ivus revealed a stent thrombosis in the rca with 100% occlusion. Thrombectomy was performed and a 3.5x18 and a 3.5x24 non bsc stents were implanted in the rca. Residual stenosis was 0%. The physician thought that clopidogrel was not effective to the patient, so the antiplatelet medication was changed to prasgrel. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).